Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; total arch replacement with concomitant retrograde stent graft deployment via ministernotomy in acute aortic dissection. Tien quyet tran <(>&<)> an thai nguyen the heart surgery forum #2019-2829 23 (2), 2020 [epub march 2020] doi:10.1532/hsf.2829. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
In this study, over four years, 22 patients diagnosed with acute aortic dissection were treated with aortic arch replacement in combination with retrograde endovascular treatment. Valiant captivia stent grafts were implanted along with non-mdt stent grafts. The following adverse events were observed: stroke, bleeding and distal secondary entry tears and renal failure. Patient death's were also reported, however there is no causal link that the valiant device may have caused or contributed to the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.